Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the cover involved belonged to a mavig (third-party) overhead exam light. No malfunction was found with the allura system, which was tested and returned to clinical use in good working order. Philps is following their procedures to notify the third-party manufacturer of this event. This record is being closed as no problem found with philips equipment and identified as a third-party issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a metal cover from the bracket that holds the operating light, fell onto a patient during a procedure. The procedure was completed as planned. The customer alleged that the incident resulted in the patient having "a slight bruise and small swelling but is pain free and able to move their leg without discomfort." An investigation into this complaint has been initiated by philips.